Event description:
11/3/97 first date company knew of incident. On 11/3/97, co's clinical service specialist received a phone call from the pt. The pt stated that on approx. 10/9/97 the k100 tore his hamstrings. Pt was in pain and on approx 10/10/97, pt brought the matter to the attention of his therapist. However, pt only saw his dr during the week of 10/27/97 as per pt's conversation with company attorney on 11/5/97. Pt states dr believes he may have torn his hamstring but it is not known what diagnosis is in pt's chart. Pt did continue to use the unit. The k100 unit was set for 120 degrees flexion and the maximum physical flexion possible is 125 degrees. Pt did mention the nurse told him there was a problem with the narcotics prescribed to him but did not know much more.